Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens stuck in cartridge / lens would not advance. The procedure was completed on same day by using unspecified replacement iol.

Manufacturer narrative:
. The lens was not returned "stuck in injector" as described. No lens was not returned for evaluation. Only the device was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced, with the tip of the plunger outside the device tip. Product history records were reviewed, and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The account also indicated the use of a handpiece, which may have been used with the replacement lens. This is a preloaded delivery system and does not require the use of a handpiece. The reported complaint could not be verified because the lens was not returned "stuck in cartridge" as described. No lens was not returned for evaluation. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received.. The manufacturer internal reference number is: (B)(4).